Event description:
Boston scientific received inquiry on longevity of this implantable cardioverter defibrillator (ICD). In further discussion the device's monitoring voltage of 2.59 five months prior. Technical services discussed a save to disk to verify device behavior. However, the field representative stated no disks were available. Technical services advised monthly follow-ups and discussed remote following. The patient was previously being followed in a private sector and previous device information was unavailable at the time of the call. This device is included in the mid-life display of replacement indicators and the shortened replacement window advisories. No adverse patient effects were reported.

Manufacturer narrative:
Information suggest this device remains in-service. Should additional information become available, this event will be updated.